Event description:
It was reported that the patient underwent an ipg revision procedure (MFR. Report 3006630150-2020-05980) and around three weeks later, the patient began to experience soreness and redness at the newly revised pocket site. The blood test taken confirmed an infection, therefore, the patient was administered antibiotics. After a week of taking antibiotics, there was no improvement and the patient was administered another course of antibiotics. Additional information was received that the ipg pocket site infection has cleared, however, the patient continues to experience discomfort at the pocket site. Additional information was received that due to the discomfort at the ipg pocket site, the patient underwent a surgical procedure where the ipg was repositioned deeper in the same pocket. The ipg to charger communication connection was tested during the procedure and confirmed the devices were able to connect at the new depth. The patient was stable post-operatively.

Event description:
It was reported that the patient underwent an ipg revision procedure (MFR. Report 3006630150-2020-05980) and around three weeks later, the patient began to experience soreness and redness at the newly revised pocket site. An infection was confirmed, therefore, the patient was administered antibiotics. After a week of taking antibiotics, there was no improvement and the patient was administered another course of antibiotics.

Event description:
It was reported that the patient underwent an ipg revision procedure (MFR. Report 3006630150-2020-05980) and around three weeks later, the patient began to experience soreness and redness at the newly revised pocket site. The blood test taken confirmed an infection, therefore, the patient was administered antibiotics. After a week of taking antibiotics, there was no improvement and the patient was administered another course of antibiotics. Additional information was received that the ipg pocket site infection has cleared, however, the patient continues to experience discomfort at the pocket site. Additional information was received that due to the discomfort at the pocket site, the patient underwent a surgical procedure where the ipg was repositioned deeper in the same pocket. The ipg to charger communication connection was tested during the procedure and confirmed the devices were able to connect at the new depth. The patient was stable post-operatively.

Event description:
It was reported that the patient underwent an ipg revision procedure (MFR. Report 3006630150-2020-05980) and around three weeks later, the patient began to experience soreness and redness at the newly revised pocket site. The blood test taken confirmed an infection, therefore, the patient was administered antibiotics. After a week of taking antibiotics, there was no improvement and the patient was administered another course of antibiotics. Additional information was received that the ipg pocket site infection has cleared, however, the patient continues to experience discomfort at the pocket site.